Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm that resulted in a pump stop was confirmed via log file review. Data from the reported event dates of (B)(6) 2025 was reviewed. At 09:55, a no external power alarm activated due to both batteries depleting to 0v. The batteries had been in use for approximately 20 hours when they completely depleted. The backup battery supported the system for approximately 2 hours until 11:33 when a pump stop occurred due to the backup battery also completely depleting. No other notable events were observed in the log file. Provided information indicated that the patient was found unresponsive with the pump off, and ultimately passed away. Additional information was not able to be provided. Root cause of the no external power alarm was determined to be due to total battery depletion, but the root cause of the battery depletion was unable to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found deceased on (B)(6) 2025 at 5 pm. Log files were sent for review for any unusual events. The event log captured routine events up until (B)(6) 2025 at 06:48 when low voltage advisory events were noted due to low battery charge. It was noted that during these low voltage advisories that the white power lead was disconnected on (B)(6) 2025 at 07:05 for around 19 seconds then reconnected. However, the battery was not changed and a similar occurrence again on the black power where the power lead showed disconnected on (B)(6) 2025 at 07:13 for around 6 seconds then reconnected but the battery was not changed. This caused brief low voltage hazard events. Low voltage advisory events continued until (B)(6) 2025 at 09:01 when low voltage hazard events occurred due to the 14v batteries being almost depleted. 14v batteries were depleted on (B)(6) 2025 at 09:55 which enabled the backup battery in the system controller running the ventricular assist device (vad) at the low-speed limit of 5600 revolutions per minute (rpm). The backup battery provided power to the vad up until (B)(6) 2025 at 11:33 when all power was depleted and the vad turned off.